Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip damaged after 452,724 joules of use and 43 minutes. The fiber was exchanged and the fiber tip of the second fiber detached after 452,724 joules of use and 43 minutes. The fiber tip of the fist fiber was cleaned but the tip of the second fiber was not cleaned during the procedure. The procedure was stopped. Patient outcome information was not provided. This report is for the second fiber.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip damaged after 452,724 joules of use and 43 minutes. The fiber was exchanged and the fiber tip of the second fiber detached after 452,724 joules of use and 43 minutes. The fiber tip of the fist fiber was cleaned but the tip of the second fiber was not cleaned during the procedure. The procedure was stopped. Patient outcome information was not provided. This report is for the second fiber.